Manufacturer narrative:
Additional/updated information was added to reflect the right motor/gearbox being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the brake dragging. Per the initial evaluation, the brake pad was not fully releasing. An expanded evaluation was performed. The expanded evaluation report confirmed that the brake was engaged while driving due to the accumulation of brake dust and wear to the armature and end plate of the motor. This may have caused overheating. Since the motor and gearbox were the only components returned, it could not be confirmed that the wheelchair was pulling to the right.

Event description:
Dealer advised right motor is dragging, hot and causing chair to pull to the right causing chair to stop with brake and wrench error code.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised right motor is dragging, hot and causing chair to pull to the right causing chair to stop with brake and wrench error code.